Manufacturer narrative:
Section a4: patient weight was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since patient came in with multiple cerebral vascular accidents (cva) on (B)(6) 2024 morning, concerning power surges. The event log files captured persistent pulsatility index (pi) events throughout the log shortening the data capture to around 7 hours. Tech service was unable to comment on events from (B)(6) 2024. Newer incoming data had pushed out the older data from (B)(6) 2024.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.